Event description:
It was reported that an ams penile prosthesis was removed due to unknown reason. No information about the patient outcome was provided. No more information is available at the moment.

Manufacturer narrative:
The complaint component was returned and analyzed, and the reported allegation was confirmed via product analysis. Product analysis concluded a device malfunction based on the identification of a fluid leak in the reservoir shell due to fatigue and wear at the corner of a fold. Although information surrounding the explant is limited, based on the determination that this damage would directly affect the functionality of the device, this identified leak is the most probable root cause. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that an ams penile prosthesis was removed due to unknown reason. No information about the patient outcome was provided. No more information is available at the moment. Additional information received. The explanted device was an inflatable penile prosthesis (ipp).